Event description:
It was reported that the patient experienced pain in their right leg/hip. The patient was having an MRI of their knee on the report date. It was noted the patient did not use the pump anymore and would not use it again. It was reported when the pump was implanted they ¿nicked¿ her sciatic nerve and since then the patient had been in constant pain. The pain was located in her right leg and hip. The health care provider (hcp) wanted to explant the pump but the patient didn¿t want it explanted. The device system was used to deliver morphine. It was later reported that the office manager indicated the patient was no longer at their practice. No further information was known.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l71606, implanted: (B)(6) 2000, product type catheter. (B)(4).